Manufacturer narrative:
This follow up report is being submitted to include the device history record(DHR) review and results from the legal manufacturer investigation. The legal manufacturer performed the DHR review for this device and all records indicated that the product was manufactured according to all applicable procedures and met final product release criteria. Upon further discussion with the customer, field service engineer (fse) mentioned that during testing, the video output cable was near the erbe unit and at times draping over the back of the erbe cart. The cable was not rated for serial digital interface (sdi) signal and appeared to have a thin shielding. Furthermore, moving the cable up and away from the erbe cart eliminated the blanking issue. Due to that reason, the fse was convinced that the cable runs in the boom arm and alleged an issue with the video cable from the cart to the boom. Fse recommended replacement of the cable with the olympus maj-1921 sdi cable. The hospital staff were able to recreate the issue and testing indicated that the video cable was insufficiently shielded, leading to interference when cautery devices were used. The customer indicated that an olympus serial digital interface cable maj-1921 would be ordered to the correct the problem. A follow up called was made and the customer confirmed that the issue was resolved after replacing the cable. According to the on-site investigation results, it is surmised that the cause was in the video cable due to the following reason. The shield of the video cable used was disconnected or malfunctioned, so video signals were intermittently output. As to the cause of the phenomenon, we think it was aging deterioration caused by long-term usage because it has been about 9 years since the subject device was manufactured. The instructions for use (IFU) states: ·use only olympus high-frequency electrosurgical equipment with this unit. Non-olympus equipment can cause interference on the monitor display or a loss of the endoscopic image. ·before using high-frequency electrosurgical equipment, be sure to install and connect the equipment according to its instruction manual and make sure that the noise does not affect the observation and surgical procedures. If high-frequency electrosurgical equipment is used without such confirmation, patient injury may result. Olympus will continue to monitor complaints for this device.

Event description:
The biomedical at the user facility further reported that the problem was first identified during preparation for use.

Manufacturer narrative:
An olympus field service engineer (fse) spoke to the customer and learned that the problem has been intermittent for a few months and the hospital biomeds has been attempting to troubleshoot the issue. The hospital started performing procedures in operating room 4 using a repurposed ent cart with the cv-190 output plugged into the serial digital interface guest port on the equipment boom. The erbe unit was on a mobile cart and positioned next to the olympus cart during the procedure. After the erbe unit was activated, the images on all the route monitors would flicker and go black for 2 to 3 seconds. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
It was reported the evis exera iii video system center has flickering images and changes to black for 2 to 3 seconds. The operating room 4 power was checked with no problems found. There was no harm or user injury reported due to the event.